Manufacturer narrative:
(B)(4). The service history was reviewed and previous return of the device was not for any issues related to iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).

Event description:
A customer contacted baxter's technical service center and reported that he drained out 4950ml on the homechoice (hc) machine. The technical service representative (tsr) reviewed the therapy settings and swapped out the device for evaluation. The tsr recommended that the hp contact the nurse about the hc being swapped.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. Any results of evaluation will be provided in a follow up emdr.